Event description:
On occasion when pt turns the meter on it only displays partial segments. While on the phone a review of the system was conducted. It was learned what when the customer pressed the slide to activate the system all they observed were indistinguishable characters in the display. A request is made to return the system for evaluation. In the meantime, a replacement unit is provided.